Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus technical assistance center (tac) performed troubleshooting with the customer and the customer confirmed that the reported error occurred on startup. Tac representative advised the customer to wipe the scope connector pins with alcohol and air dry prior to start up. Following recommendations, the device did not produce the error and the unit was worked as intended. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the device presented a b30 communication error. The reporter stated the type of procedure being performed as well as the patient information will not be provided as there was no patient harm. There were no other devices involved in the event. The reporter stated the scope was switched out and the procedure was completed using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the investigation results, the cause of the event is presumed that the user connected the video connector to the video connector receiver in a state in which the video connector is not sufficiently dried, so that the temporary contact failure occurred. If there is a bad contact, the scope and the video processor cannot communicate correctly and b30 is displayed. The following statements are included in the instructions for use regarding connecting the video connectors to the product in a well-dried condition, including the electric junction: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear."